Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the customer reported issue ¿damaged battery compartment¿ was confirmed. Further investigation found the downstream occlusion (dso) seal was degraded. The battery compartment and dso were replaced, and the device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿damaged battery compartment¿; during device evaluation it was found the downstream occlusion (dso) seal was degraded. There was no patient involvement.